Manufacturer narrative:
An fse (field service engineer) was dispatched to this account. The fse found that a backward flow from waste tube to the 'ia section' in the ise unit had been generated. The waste fluid built up in the case of the 'ia section' and it leaked from a small hole for is used for mounting push button parts. The leaked fluid dropped down on a cable for supplying 24v power to the pcb and it short-circuited on the pcb. The board and the cable were reported to be burned. The analyser generated an alarm of "3125 inner wash dispenser (sa-w) error (2)" and "3125 inner wash dispenser (sa-w) error (3)". There was no fire damage to the facility. No fire department was called. The customer continued routine test using another instrument after the problem at that time. The fse replaced the dirty "lifelong tube t" and burned pcb and cable. There were no further issues reported after these fse activities.

Event description:
A customer reported a leaking of waste fluid resulting in a burnt pcb (printed circuit board) and cable on the au680 clinical chemistry analyser. A backward flow from waste tube to the 'ia section' in the ise (ion selective electrode) unit was generated. The leak was contained in the analyser. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. There is no report of impact to operator.